Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed. A review of the batch history, historical trending, and similar complaint trending review will be conducted. If there is any further, relevant information, a supplemental medwatch report will be filed.

Event description:
A contour vl ureteral stent was being prepared for a ureteroscopy with stent placement procedure. According to the complainant, in an attempt to remove the black thread from the jj stent by applying normal force, the stent broke in half. The procedure was completed with another of the same device and there were no patient complications reported as a result of this event.